Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 300mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. Unable to verify other error alarms in the alarm history due to an over written history file due to a corrupted history file. The motor passed the motor test. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.